Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025, without complaints or concerns. During a routine follow-up on (B)(6) 2025, the patient reported perineal pain. The patient was evaluated with magnetic resonance imaging (MRI) on (B)(6) 2025, and it was reported that there was a persistent spaceoar hydrogel after 6 months and potential swelling at the placement site. The physician treated the patient with steroids and is waiting for the spaceoar to dissolve. It was reported that the patient completed with radiation therapy on (B)(6) 2025, he received external beam radiation therapy (ebrt) in 5 fractions.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2330 is being used to capture the reportable event of pain. Device code a04 is being used to capture the reportable event of gel lasts too long. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.